Event description:
On (B)(6) 2025, the vega lead was implanted at the apex. The electrical parameters were satisfactory during implantation. However, one week post-implantation, the patient experienced syncope. Evaluation showed that the ventricular threshold had increased to 4 v, and micro-dislodgement of the lead was suspected. On (B)(6) 2025, a reintervention was performed to readjust the lead position. Intraoperative measurements showed a threshold of 0.5 v, sensing >11 mv, and impedance of 800 o, all within normal ranges. However, four days after the reintervention, the pacing threshold increased again to 6 v, while impedance remained normal. Imaging confirmed that the lead position was unchanged. Given the patient¿s condition, a third surgery was performed on (B)(6) 2025. Intraoperative findings confirmed that the lead was not dislodged, and therefore the lead was replaced with a medtronic lead. The patient¿s current status is stable with good parameters. .

Manufacturer narrative:
Summary of the investigation: analysis of the returned lead initially showed the fixation mechanism that did not operate as expected, due to significant amount of tissue residues observed inside the screw. All electrical tests confirmed adequate function of the lead, with proper electrical continuity and adequate insulation between all electrical lines. No lead malfunction was identified that could be related to the reported event. As reported, the first reintervention did not reveal any evidence of ventricular lead dislodgement. Moreover, when the lead was initially repositioned, appropriate ventricular capture threshold was obtained. Based on these findings, it is suspected that the event may be associated with a micro-dislodgement, which could have impacted the electrical performance of the lead. Given that multiple reinterventions were performed (three in total) and considering the observed difficulty to extend the screw at reception, it may suggest that the lead fixation was compromised during these procedures and finally not adequate. The reported event is suspected to be related to a ventricular lead micro-dislodgement, likely resulting from external factors such as patient-specific anatomical or physiological characteristics, or physician-selected implant site. It is a well-documented potential complication associated with implantable cardiac devices, as noted in the device¿s instructions for use and the published literature. This investigation will be retained and used for trending purposes. For more details, please refer to the attached report analysis.

Event description:
On (B)(6) 2025, the vega lead was implanted at the apex. The electrical parameters were satisfactory during implantation. However, one week post-implantation, the patient experienced syncope. Evaluation showed that the ventricular threshold had increased to 4 v, and micro-dislodgement of the lead was suspected. On (B)(6) 2025, a reintervention was performed to readjust the lead position. Intraoperative measurements showed a threshold of 0.5 v, sensing >11 mv, and impedance of 800 o all within normal ranges. However, four days after the reintervention, the pacing threshold increased again to 6 v, while impedance remained normal. Imaging confirmed that the lead position was unchanged. Given the patient¿s condition, a third surgery was performed on (B)(6) 2025. Intraoperative findings confirmed that the lead was not dislodged, and therefore the lead was replaced with a medtronic lead. The patient¿s current status is stable with good parameters.